Manufacturer narrative:
510k: this report is for an unknown screws: lag/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: duramaz, a. And ilter, m.h. (2019), the impact of proximal femoral nail type on clinical and radiological outcomes in the treatment of intertrochanteric femur fractures: a comparative study, european journal of orthopaedic surgery & traumatology, vol. 29 (xx), pages 1441¿1449 (turkey). The aim of this retrospective study is to compare three different pfns in terms of functional and radiological outcomes in patients treated with closed reduction and internal fixation using pfn. Between february 2010 to march 2016, a total of 303 patients (132 male and 171 female) were included in the study. Surgery was performed using a pfna-ii (synthes, solothurn, switzerland) to 100 patients with a mean age of 61.01 ± 16.6 years, and a competitor device for the rest of the patients. All patients were evaluated clinically and radiologically at postoperative second week, sixth week, third month, and sixth month and then evaluated annually. The mean follow-up period was 25.9 ± 2.5 months. The following complications were reported as follows: pfna-ii group: a total of 17 patients had complications. 6 patients had poor reduction quality. 20 patients were found to have hip and thigh pain postoperatively. 4 patients had superficial tissue infection and were treated with antibiotherapy. Unknown number of patients had deep wound infection. Unknown number of patients had urinary tract infection. 3 patients had lag screw cut-out and underwent revision surgery. 1 patient had a hardware breakage and underwent revision surgery by replacing pfn. This report is for an unknown synthes pfna-ii constructs, unknown synthes pfna-ii nails, and unknown lag screws. This report is for one (1) unk - screws: lag. This is report 3 of 5 for (B)(4).